Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set was fell off during use on (B)(6) 2024. The infusion set was in use for 12 hours during first event and for 48 hours during second event. No further information available.